Event description:
A cardiac resynchronization therapy w/defibrillator (crt-d), a left ventricular pacing lead and a defibrillation lead were returned to the manufacturer from the funeral home for disposal with no additional information provided. Further review of the manufacturer's database indicated the patient died approximately four months post the implant of the device and leads.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. A visual analysis was performed only. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. A visual analysis was performed only.